Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator, the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported that the oxygen sensor was giving low readings. The customer reported to have replaced the oxygen sensor. The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).